Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 (no symptoms provided). The patient was admitted to the hospital and diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The patient¿s culture was negative for growth. The hospital classified the event as culture negative peritonitis. The patient was discharged on (B)(6) 2025. There were no reported issues with the cycler, cycler set, or solution related to the peritonitis event. The pdrn conducted a home visit with the patient and discovered many technique mistakes during treatment set up. Additionally, the patient would disconnect during the night and not don a mask when reconnecting. The cause of the patient¿s peritonitis event was attributed to a breach in aseptic technique by the patient.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between the utilization of the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the adverse event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for the event. The reported cause of the peritonitis event was a breach in aseptic technique by the patient. This was confirmed though subsequent investigation by the patient¿s pdrn who conducted a home visit and observed several mistakes the patient was making during treatment including not wearing a mask. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 (no symptoms provided). The patient was admitted to the hospital and diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The patient¿s culture was negative for growth. The hospital classified the event as culture negative peritonitis. The patient was discharged on (B)(6) 2025. There were no reported issues with the cycler, cycler set, or solution related to the peritonitis event. The pdrn conducted a home visit with the patient and discovered many technique mistakes during treatment set up. Additionally, the patient would disconnect during the night and not don a mask when reconnecting. The cause of the patient¿s peritonitis event was attributed to a breach in aseptic technique by the patient.